Event description:
Follow up information confirmed that the site of the infection was at the implantable neurostimulator (ins) pocket site and that the ins was removed. The site was cultured but the results were not known. The patient was given antibiotics post-operatively. It was noted that the patient was scheduled to have another ins implanted in july as it was highly effective and improved the quality of life for them prior to the device being explanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0gkjj, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer representative was discussing removal of the patient¿s device due to infection. The patient was going to have the system explanted later today. The health care provider (hcp) wanted to know recommendations for full explant or full explant with an implant on the other side of the body. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the date or onset or diagnosis of the infection was in (B)(6) 2015. The patient complained of leakage from the incision site on their hip on (B)(6) 2015 that started 6 weeks ago. The patient tried a course of antibiotics from their primary care physician (pcp) without result. The drainage was watery and the patient was doing great with their bladder control. The patient did not have meningitis. The sign and symptoms of infection included redness, swelling, drainage, and pain. The primary location of the infection was the device pocket. Perioperative antibiotics were administered and both IV and oral antibiotics were used. The pocket site on the left buttock was examined and there was some rubor around the site about 2 cm by 2 cm. There was minimal drainage from the site and when the pocket site was opened during removal, copious purulent material was present, much worse than expected. The total device system was explanted on (B)(6) 2015 to prevent the infection from traveling up the lead. The lead removed much more easily than expected and this made the hcp think the infection had travelled up the lead, loosening its attachment. All tines and active sites were removed intact. The pocket and lead site were copiously irrigated with antibiotic irrigation. The patient's infection had resolved. There were no complications with the procedure. The patient had the risk factor of diabetes before implantation of the device. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.